Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a sapien 3 ultra resilia case by transfemoral vein approach. During advancement of the esheath plus, resistance was encountered, and a sudden jump was observed. The delivery system was subsequently withdrawn without difficulty, at which point a tear of the distal tip of the esheath plus was noted. The patient did not experience any injury and remained in stable condition.